Event description:
It was reported that an intermittent, ongoing occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.